Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that she was hospitalized for heart fibrillation. Customer had a high blood glucose incident after hospitalization. Customer forgot to put back the insulin pump after shower. Customer's blood glucose was 458 mg/dl. Customer had lost the device. Customer will not be returning the device for analysis.